Manufacturer narrative:
Insulin pump alarmed during self test and was unable to download, due to faulty connector on remote frequency board. No button error alarms noted. All buttons functioned properly. However, moisture damage was noted on keypad traces. Insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Insulin pump cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had a failed self test alarm on the insulin pump. Customer's blood glucose level was 140 mg/dl. Customer was not able to perform the rewind process again. Customer also had a button error alarm and an incident where his blood glucose level was low and the paramedics were called. On (B)(6) 2014, customer had a low blood glucose level of 40 mg/dl. Customer refused to go to the hospital and passed out. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.